Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hrx. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative.. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a percutaneous vertebroplasty and posterior lumbar spinal fusion for vertebral fracture on (B)(6) 2024. Before the surgery when preparing the balloons in question, after the balloon cavity was deflated according to the procedure manual, when the reinforcing wire was inserted, there was strong resistance, which was unusual. The wire was pulled, the syringe was used to remove the air, and the balloon tip was prepared to be straight through the sleeve. Then, the reinforcing wire was inserted again, and the wire was pushed in and cut and locked despite resistance, resulting in a strong arc at the balloon shaft. Due to the possibility of contrast leakage, patient risk, and the abnormalities compared to previous cases of use, the two products were withdrawn from use. Spare products were used. The newly opened product did not have the aforementioned problem, and the preparation went smoothly and the procedure was completed without any problems. This occurred in the presence of a hospital representative and despite the preparation by a direct care nurse involved in equipment preparation at a facility that had already used the product in multiple cases, leading to the product replacement. No further information is available. This report is for one (1) synflate vertebral balloon med this is report 1 of 2 for complaint (B)(4).